Manufacturer narrative:
Investigation: thirteen 3/10cc, 8mm, 31g walgreens syringes were returned in an open poly bag from lot # 8351995. Customer states that there was liquid in the syringe before drawing up insulin. All returned syringes were examined and no liquid or any other foreign matter was observed in any of the returned syringes. A complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 8351995. A review of the device history record was completed for batch #8351995. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200799900] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign matter was discovered while drawing up medication with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that the consumer, a pet owner, found liquid in the syringe before drawing up insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered while drawing up medication with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that the consumer, a pet owner, found liquid in the syringe before drawing up insulin.